Event description:
It was reported the patient may need a revision because their implantable neurostimulator (ins) died. The reporter stated the patient¿s healthcare professional told them the battery was dead. The reporter further stated they did not have any specifics just that the ins was going to be replaced. It was noted that the patient was on the schedule for next week. Additional information received reported the patient¿s ins was replaced on (B)(6) 2014. The reporter stated it was a routine end of life (eol) replacement. It was noted the patient was doing fine with the new ins.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3487a-45, lot# v074862, implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 377745, lot# v009152, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v074862, implanted: (B)(6) 2008, product type: lead. Product ID: 377745, lot# v009152, implanted: (B)(6) 2008, product type: lead. (B)(4).